Manufacturer narrative:
The investigation found a tear in the unexposed portion of the soft cannula which was observed to leak fluid. The observed soft cannula damage is a known manufacturing defect. Corrosion was observed on the mechanism rail, bottom battery, commutator cap and pcb which resulted in data loss. The cannula tear can be confirmed as the cause of the internal corrosion and data loss. Blood was observed in the soft cannula and on the needle tip. During the fluid path test the observed blood did not occlude the fluid path as some fluid was still observed to flow through the complete path despite the cannula tear. The observed cannula tear can be confirmed as contributing to the high blood glucose levels reported by the customer. The cause of the reported obstruction of flow could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.3, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found blocked.